Event description:
It was reported that the fast stop function on the system 9800 was activate creating a delay during the downtime and the reinitialization that followed. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
It was determined that a new x-ray tech activated the fast stop function in error. New tech was in serviced in proper procedure.